Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, during the progression of the implant through the system the lens became stuck in the injector. The procedure was completed on same day using another lens without any harm to patient. Additional information has been requested.